Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one photo of a primary set, material # 2426-0007, was received from the customer. It was observed that the tubing was disconnected from the arm of the bottom smartsite. A complaint history check was unable to be performed since no lot number was provided. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A review of the applicable dir 10000136259 rev. 10 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation investigation conclusion: the customer's complaint that the tubing was separated in 2 pieces was verified. However, since no physical sample was received, a full investigation could not be performed and a root cause could not be determined. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the as lvp 20d 3ss cv separated into two pieces in the packaging. The following information was provided by the initial reporter: "today we opened a package of primary tubing and it was in 2 pieces."